Event description:
It was additionally reported that the battery clip set was also exchanged. The issue resolved after the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged system controller power cable could not be confirmed through this evaluation. It was reported the system controller¿s power cable broke off into the 14v battery clip. This led to the replacement of system controller (serial # (B)(6). Additional information reported the replacement of the system controller resolved the connection issue. It was reported the system controller will not be returned for evaluation. A root cause of the damaged system controller power cable could not be determined. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed.. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. When using a new power source, inspect system controller power cable connectors for dirt, grease, or damage. When switching from the battery power to the power module or the mobile power unit, inspect the connector pins and sockets for dirt, grease, or damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller power cables broke off into a battery clip. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.